Event description:
It was reported that initially the patient was doing well, but then showed skin reactions and an initial decubitus. A pocket revision was done. During the revision on an unknown date, the healthcare provider inserted the pump into a dacron cuff. On (B)(6) 2014 the healthcare provider did another pocket revision. It was noted that medical intervention (allergy tests) would be performed. The patient¿s status at the time of the report was alive with no injury. The medication in the pump was unknown. The results of the allergy tests and the patient¿s outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported allergy tests were not performed. The pump was moved in the contralateral pocket and the skin reacted well. The patient was doing fine and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot# unknown, product type: catheter. (B)(4).